Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Concomitant medical products: 419478 lead, implanted: (B)(6) 2008 and dtba1d1 crt-d, implanted on (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an out of range right ventricular (rv) lead impedance alert was triggered for a one time low rv tip to coil impedance reading. It was noted to be an isolated event with no other indications of a lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that another lead alert was triggered for low right ventricular (rv) tip to rv coil impedance approximately four months after the initial alert and a third alert was triggered approximately one month later. Disabling the rv impedance alert was discussed. No actions have been taken or planned and the clinic continues to monitor the lead. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.